Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the trailing haptic was torn during insertion. The incision was enlarged slightly to remove the lens but not sutured. The reporter stated, the incident was due to a loading error.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed, that a haptic was torn off and missing and there was a clear surgical residue on the lens.